Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) had six stored episodes each of untreated and treated episodes. Technical services (ts) analyzed device episode data and determined that the shocks that were delivered across multiple episodes were inappropriate due to oversensing of non-physiological noise. Reduced r-wave amplitudes and baseline shifting were also found. Ts provided troubleshooting advice including checking other vectors for signal detection. The noise along with muscle potentials were reproduced in both the primary and secondary vectors with patient maneuvers. This s-ICD system was deactivated then subsequently explanted. A new s-ICD system was successfully placed. No additional adverse patient effects were reported. This product is expected to be returned to boston scientific for further investigation.

Manufacturer narrative:
The returned s-ICD was thoroughly inspected and analyzed. The device was able to be interrogated and a memory download was performed successfully. The device was then exposed to simulated heart load conditions, and the defibrillation and sensing functions were tested. The device operated appropriately, according to its performance specifications with no out-of-range measurements or interruptions in therapy output. Although the s-ICD and electrode operated appropriately in the laboratory setting, engineers suspect there may have been a problem with the electrode/s-ICD interface while the products were implanted, resulting in transient changes in the impedance pathway of the sensing vector that utilizes the proximal sensing electrode (sense b). These changes in the impedance pathway may have contributed to the noise, oversensing, and inappropriate shock noted in the field; however, a definitive cause of this sensing behavior has not been determined.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) had six stored episodes each of untreated and treated episodes. Technical services (ts) analyzed device episode data and determined that the shocks that were delivered across multiple episodes were inappropriate due to oversensing of non-physiological noise. Reduced r-wave amplitudes and baseline shifting were also found. Ts provided troubleshooting advice including checking other vectors for signal detection. The noise along with muscle potentials were reproduced in both the primary and secondary vectors with patient maneuvers. This s-ICD system was deactivated then subsequently explanted. A new s-ICD system was successfully placed. No additional adverse patient effects were reported. This product is expected to be returned to boston scientific for further investigation. This product has been returned to boston scientific for further investigation. Once the investigation is complete, a supplemental report will be submitted to provide that information.